Event description:
Lifted lid of custom ultrasonics machine to find the cidex boiling/bubbling, and inhaled the fumes right down my throat, causing instant irritation causing me to cough, eyes burn and water. I turned the machine off after finding its failure.